Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported their implantable neurostimulator (ins) was no longer working. The patient confirmed that she saw an end of service (eos) message in the past, but she was getting the poor communication screen. The patient stated she thought the battery had come to the end of its life. The patient she does not intend to have the system replaced. The patient stated the circumstances that led to the ins no longer working was the ins came to the end of its life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that implantable neurostimulator stopped working and they turned it off about two months ago in (B)(6) 2016. Patient mentioned the reason of turning off because it was not helping them. Patient was not sure if the ins was really even working. Patient also mentioned that their hand was crippled. Patient had an scheduled appointment with another doctor. No outcome had been reported as of now. Patient was implanted for interstim therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.